Event description:
The customer reported erratic, flagged white blood cell (wbc) results on patient samples and high wbc background values on a coulter lh 750 hematology analyzer, and requested a service visit. Patient samples were re-run on a backup instrument, and verified before being reported out of the laboratory. Erroneous patient results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015 and confirmed the customer's reported issue and discovered that the wbc diluent dispenser (pm3) pump was defective. The fse replaced pm3 resolving the customer's reported issue for erratic wbc results on patient samples and wbc background failure. (B)(4).